Event description:
The product was used during a diverticulectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the malformed staple line and applied another device. The hosp has reported that the pt's condition is satisfactory.